Event description:
The spacemaker was inserted as usual. The camera lens was then inserted as usual. The balloon would not hold a seal and inflate. A second spacemaker was then opened and the same problem occurred. Physician had to withdraw the lens and occlude the obturator opening with his finger in order for the balloon to inflate.